Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot and insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a hipot and insulation resistance test. The cause for the test failure was isolated to a shorted pulse wire in the cable that connects the distribution node (dn) and front therapy electrode. The root cause for the shorted pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.